Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack in the liquid crystal display screen, which prevented her from seeing the battery life and other aspects of the screen. The customer's blood glucose was 300 mg/dl. She did not know how the damage occurred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches to the display window, a cracked belt clip slot and a bleeding display glass.